Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated a partial electrical reset occurred on (B)(6) 2014.

Event description:
It was reported that during a routine follow up visit the physician found information indicating the implantable pulse generator (ipg) safety power on reset (por) error code. No device performance issues had occurred, all parameters were fine, and physician was able to measure all parameters after the data was saved. No actions were taken, and the ipg remains in use. No patient complications have been reported as a result of this event.